Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2153548 and 2094923 were clogged while trying to push the vaccine through. The following information was provided by the initial reporter: "needle is clogged and can¿t push vaccine through it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2153548, medical device expiration date: 31-may-2027, device manufacture date: 02-jun-2022. Medical device lot #: 2094923, medical device expiration date: 31-mar-2027, device manufacture date: 04-apr-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2153548 and 2094923 were clogged while trying to push the vaccine through. The following information was provided by the initial reporter: "needle is clogged and can¿t push vaccine through it."